Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving prialt via an impla ntable pump for non-malignant pain. It was reported that the patient and their family members reported hearing an alarm coming from the pump. The last time it was heard was last night at 7pm. The pump logs revealed no alarms or alerts. The patient was also given a personal therapy manager (ptm) today and reviewed info on how to "resync" and check if they heard any noises and were concerned it was the alarm. Reviewed that based on info shared and logs we could review with the family that the noise they were hearing was likely not the pump but rather more than likely environmental. Additional information received reported that the cause for the alarm being heard but not in the logs was not determined. The physician assumed the patient heard an outside source, not the pump alarm. The actions and interventions taken to resolve the issue was they played the alarm sound from tablet and the patient confirmed that whatever he was hearing did not sound like that. The issue was resolved as by the end of the appointment, they were all confident the pump was not alarming.